Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. As a result of checking the event history log, it confirmed that there was a record of occurred error code 1720 when the pump powered on. Functional testing confirmed the customer reported issue. The investigation determined the possible cause was a defective back up capacitor. The back up capacitator will be replaced.

Event description:
It was reported that the product has an error display. The event occurred before patient use, during testing, and there was no patient involvement.